Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg and experienced pain at the pocket site. The physician assessed that patient had an infection. A culture was taken, but the results are unknown. The patient was placed on antibiotics, and is doing well. No further information has been obtained despite good faith efforts.